Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue and difficulty removing the device. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, contrast concentration, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Additionally, it is possible that the reported difficulty removing the device was due to the balloon dilatation catheter being removed inflated since difficulty deflating the device was reported. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x30mm trek rx balloon dilatation catheter balloon could not deflate after the first inflation. The bdc was difficult to remove from the patient and reportedly required intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.